Event description:
The customer initially reported that during the rf ablation procedure, the impedance increased and the generator stopped working. The procedure was cancelled. No pt injury occurred. Initial eval of the returned grounding pad found the pad was degraded without continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.